Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut with out any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the device stapled and cut then skipped in the middle then stapled and cut. The device felt like it was skipping the channels. Scissors were used to cut out that area of tissue and to complete the procedure. No adverse consequences reported.